Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the powered handle device displayed error messages and did not function when it was supposed to be used. The issue was identified prior to patient contact. The client noted in their traceability records that there were 125 uses left as of december 13, but the device failed on december 16, the handle said it had no more uses remaining. A manual handle was used. There was no patient involvement. Medtronic's initial evaluation of the incident device found vented battery was determined to be from battery degradation (component failure).

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was inserted into an rpa charger running v16 software to charge. Eventually, the charging light-emitting diode (led) changed to flashing red. Analysis of the data saved to the handle showed that the battery charge cycle count had exceeded the charge cycle limit. Battery management is handled by a dedicated integrated circuit. As the battery charge cycles increase, battery full charge capacity decreases. To ensure the battery has sufficient full charge capacity to complete a surgical case, the powered handle is rendered unusable at 300 battery charge cycles. The handle was removed from the charger but it did not initialize. One of the battery cells were found to be vented. The data saved to the handle was evaluated and it was observed that the handle vented off the charger, which would have prevented the battery health algorithm from activating. The handle had 54 of 300 procedures remainin g. The handle was noted to be running v29.6 software. It was reported that premature end of life. The reported issue was confirmed the most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.